Event description:
It was reported resistance was noted when pulling the catheter out of the pulmonary vein and a clamp was used to remove the device. After removal from the pulmonary vein, the physician noticed the hoop (loop) collapsed and became parallel to the shaft of the catheter. There was no adverse pt event.

Manufacturer narrative:
Evaluation of the device indicates the shapewire was retracted toward the handle, which caused the 90 degrees bend to increase to about 150 degrees with the shaft. Dissection of the device did not yield any fabrication errors or design issues that would suggest a root cause of this failure. However, the description of how the device was used when it failed indicated a clamp was used to retract the catheter from the pulmonary vein. The hoop easily retracted into the straightener and therefore would have also easily retracted into an introducer. Without further information, including fluoroscopic images, it is only possible to state that the device design will withstand the type of maneuver described in the complaint. Also, without further information, it is not possible to determine why it was difficult to remove the device.